Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer hat on (B)(6) 2022, the patient underwent a fns removal as it appeared to be fractured near distal interlock. It was reported that there was no implant breakage. According to the report, during removal, distal locking screw was cold welded to plate and surgeon used midas rex to cut it out. The patient outcome and other medical intervention was unknown. This report is for an unknown distal locking screw. This is report 2 of 2 for (B)(4).